Event description:
A surgeon reports a wide angle light fiber does not pass easily through the trocar system. The surgeon had to support the trocar system using a pair of tweezers in order to get the light fiber through. There was no pt harm or injury associated with this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).